Event description:
Customer identified a sample that was negative in ortho hbsag system 3 elisa but positive on the abbott prism hbsag chlia and abbott axsym hbsag chlia. Sample was later determined to be an hbsag mutant.